Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and the first episode of vaginal haemorrhage ("persistent bleeding / abnormal bleeding (vaginal, menorrhagia)") in a 27-year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 2 ((B)(6) 2004 (B)(6) 2009), loop electrosurgical excision procedure in 2010, blood pressure high, anemia, human papilloma virus infection, and recurrent abortion. Previously administered products included for pregnancy prevention: birth control pill. Concurrent conditions included body mass index normal, vaginal discharge abnormality, fever, vaginitis chlamydial, irregular periods, drug allergy, general anesthesia and smoker (cigarettes( one pack per day)). Family history included blood pressure high (mother , father), copd (mother father) and prostate cancer (father). Concomitant products included medroxyprogesterone (depo provera) for contraception. In 2010, the patient experienced the first episode of vaginal haemorrhage (seriousness criterion medically significant), the second episode of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and insomnia ("insomnia"). The patient was treated with surgery (surgery to remove the essure (B)(6) 2014 / vaginal hysterectomy with conservation of ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, the last episode of vaginal haemorrhage, dysmenorrhoea, menorrhagia, insomnia and fatigue outcome was unknown and the dyspareunia and back pain had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, insomnia, menorrhagia, pelvic pain, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. On (B)(6) 2014:clinical data: chronic pelvic pain, dyspareunia. Clinical impression: chronic pelvic pain, dyspareunia. Gross description: uterus and cervix: received in formalin is a 69 gram 7.0 x 3.5 x 4.0 cm uterus with attached cervix. The ectocervix measures 3.0 cm in diameter and is pink tan and smooth. The os is patent. On sectioning the myometrium measures up to 2.0 cm in thickness. There are no intramural sub serosal or submucosal nodules grossly identified. The endometrium is 1-2 mm thick and pink-tan and smooth. Representative sections are submitted-cervix, endomyometrium final diagnosis: uterus and cervix benign cervix and endocervix. Unremarkable proliferative endometrium and unremarkable myometrium. Final diagnosis: uterus and cervix, benign cervix and endocervix . Unremarkable proliferative endometrium and unremarkable myometrium. (B)(6) 2011: diagnostic ultrasound: impression: a 1.b cm, hemorrhagic cyst is noted involving the left ovary, follicular cysts are noted involving both ovaries. Concerning the injuries reported in this case, the following ones were confirmed via medical record: back pain, pelvic pain, dysmenorrhea, and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding / abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 2 ((B)(6) 2004 (B)(6) 2009), loop electrosurgical excision procedure in 2010, blood pressure high, anemia, human papilloma virus infection and miscarriage. Previously administered products included for pregnancy prevention: birth control pill. Concurrent conditions included body mass index normal, vaginal discharge abnormality, fever, vaginitis chlamydial, irregular periods, drug allergy, general anesthesia and smoker (cigarettes( one pack per day)). Family history included blood pressure high (mother , father), copd (mother father) and prostate cancer (father). Concomitant products included medroxyprogesterone (depo provera) for contraception. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) ") and dyspareunia ("dyspareunia (painful sexual intercourse) "). On in 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and insomnia ("insomnia"). The patient was treated with surgery (surgery to remove the essure (B)(6) 2014 / vaginal hysterectomy with conservation of ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, menorrhagia, insomnia and fatigue outcome was unknown and the dyspareunia and back pain had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, insomnia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. On (B)(6) 2014:clinical data: chronic pelvic pain, dyspareunia. Clinical impression: chronic pelvic pain, dyspareunia gross description: uterus and cervix: received in formalin is a 69 gram 7.0 x 3.5 x 4.0 cm uterus with attached cervix.the ectocervix measures 3.0 cm in diameter and is pink tan and smooth. The os is patent. On sectioning the myometrium measures up to 2.0 cm in thickness. There are no intramural sub serosal or submucosal nodules grossly identified. The endometrium is 1-2 mm thick and pink-tan and smooth. Representative sections are submitted-cervix, endomyometrium final diagnosis: uterus and cervix benign cervix and endocervix. Unremarkable proliferative endometrium and unremarkable myometrium. Final diagnosis: uterus and cervix, benign cervix and endocervix . Unremarkable proliferative endometrium and unremarkable myometrium. (B)(6) 2011: diagnostic ultrasound: impression: a 1.b cm, hemorrhagic cyst is noted involving the left ovary, follicular cysts are noted involving both ovaries concerning the injuries reported in this case, the following ones were confirming via medical record: back pain, pelvic pain, dysmenorrhea-,dyspareunia. Most recent follow-up information incorporated above includes: on 14-feb-2018: plantiff fact sheet & medical record received. Events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, fatigue, back pain, insomnia are added. Lot number added. Lab data updated. Concomitant & historical condition are added. Historical & concomitant drugs are updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.